Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indicates the blower contributing to the foam degradation.